Event description:
It was reported by the physician that the subject device was broken. The broken part was not in the patient's body. The procedure was completed with another target coil and no patient consequences were reported due to the event. No further information is provided.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the main coil revealed that it was kinked and stretched. The main coil was attached to the delivery wire and the main coil junction was confirmed to be intact. During function evaluation, slight resistance was experienced as the main coil was being advanced through the introducer sheath likely due to the main coil bent and stretching. It is likely that the physician may have perceived the damages to the main coil as a main coil break as analysis confirmed that the main coil was kinked and stretched but not physically broken. It is likely that the main coil was damaged during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported by the physician that the subject device was broken. The broken part was not in the patient's body. The procedure was completed with another target coil and no patient consequences were reported due to the event. No further information is provided.